Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported experiencing elevated blood glucose of 30 mmol/l (540 mg/dl) and bent/kinked infusion set cannulas while using the infusion sets. The pt stated the area felt sore while inserting the cannula. The issue was noticed within 3 hours of use. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. No product will be returned for eval.